Event description:
Account alleged that the bed is not sending a nurse call when the nurse call switches are pressed. No injury reported. Replaced the utvboard (universal tv p.c. Board assembly) to resolve the issue.